Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng proximal release stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 6cm stenosis caused by cancer. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician advanced the device to the target area and released the stent, however, at the end of the deployment, the stent deployment suture got stuck preventing complete release of the stent. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal ng proximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng proximal release stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 6cm stenosis caused by cancer. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician advanced the device to the target area and released the stent, however, at the end of the deployment, the stent deployment suture got stuck preventing complete release of the stent. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal ng proximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An ultraflex esophageal ng proximal release stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 107mm. During the product analysis, the investigator was able to deploy the remainder of the stent; however, it was noted that the catheter bowed during deployment. No issues were noted with the profile of the stent. A visual and tactile examination found no kinks or damage along the shaft. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng proximal release stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 6cm stenosis caused by cancer. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician advanced the device to the target area and released the stent, however, at the end of the deployment, the stent deployment suture got stuck preventing complete release of the stent. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal ng poximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.